Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro function microprocessor chip was found loose in its socket. The chip was reseated. Also c arm power supply was found to be lower than nominal. The supply was increased to the nominal value. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that while the system 9900 was not being used, the collimator closed down and it required reintialization in order to operate. There was no adverse pt involvement reported. There was no pt information reported.